Manufacturer narrative:
A ge service representative conducted an on site investigation. The fuse, the power supply, and the power motor were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.